Event description:
During a shoulder case, there was a 45-minute delay to swap out two machines. Message rf enabled and constant alarm. The pt was on the table under anesthesia. There were two units utilized and both gave the same error code. A third unit worked and the procedure was completed without incident.

Manufacturer narrative:
Damage to rf board caused by rough shipping/handling. Unit was shipped in june 2006 as a service exchange. Replaced t5 and unit passed functional tests.